Manufacturer narrative:
The device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Event description:
It was reported, that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04/may/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6200309851 which does not correlate to the customer reported issue based on the findings, service determined that the probable cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.